Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A mayfield composite skull clamp was reported to have the dual release jam and the torque knob had to be unscrewed to remove the clamp from the pt. The event occurred two hours after the procedure began. There was no surgical delay and the pt was not injured as a result of this event. Mayfield adult disposable pins were used at the time, but are unrelated to the incident. A stereotaxy device was not used at the time.